Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that the area that the ins is in seemed more swollen and bulging out. The patient stated that she noticed when she tried to turn stim up (a couple of weeks ago). The patient reported that she had lost weight 40 lbs since 2017. The patient noted that there were no trauma/falls reported that could be related to the issue. The patient stated that they would follow up with their healthcare provider (hcp). No further complications were anticipated/reported.